Event description:
The customer reported that during a thyroidectomy, after sealing on the thyroid ima arising from the brachiocephalic artery, the sealed tissue seemed to separate and bleeding occurred. The surgeon attempted to arrest the bleeding by pressing on the artery with his fingers, but tore the sealed tissue causing a larger hemorrhage. Bleeding was estimated to be at 1500 cc with 400-500 cc attributed to the initial sealing issue. The pt required a transfusion. Sutures were used to complete the procedure. The pt is said to have suffered a small brain infarction as a result of the incident causing some speech difficulties. The pt is receiving follow-up care for this issue.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.